Event description:
An attorney has contacted philips to gather information regarding a death that took place in 2006.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.